Event description:
On (B)(6) 2013, it was reported that this patient was seen by an ent and determined to have left vocal cord paralysis. The generator was never turned on. The patient was referred for a fiberoptic endoscopy and swallow study, but no other interventions were taken or planned. The patient was implanted on (B)(6) 2013 and went to the emergency room on (B)(6) 2013 due to hoarseness, coughing, choking, and shortness of breath since implant surgery. Per the patient, the device had not been programmed on at that time. The patent was seen on (B)(6) 2013, and it was determined that the patient¿s voice was a little better. At this time, the patient reported that, per the surgeon¿s nurse, she has an infection at the neck incision site. The patient was antibiotics. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.